Event description:
It was reported that the patient experienced incontinence, a cystoscopy was performed and an erosion at the cuff site was found. An artificial urinary sphincter (aus) replacement surgery was performed in which a double cuff system was removed and replaced with a new single cuff device. The patient is expected to fully recover.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.